Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a23 captures the reportable event of the handle failed to open again to release the stone. Impact code f2301 captures the reportable event of another device was used to rescue the situation. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the side car rx was pushed back. A dimensional inspection confirmed the side car rx was pushed back 3.0 mm, which is out of specification. A functional test found the trapezoid basket was able to extend and retract as intended. No other problems were noted. The reported event was not confirmed. Based on all available information, the side car rx push back may be linked to user manipulation and/or the procedure technique, causing it to move backward. Therefore, the most probable root cause for this problem found during analysis is "adverse event related to procedure." However, the reported event of basket failure to crush stone and basket failure to release stone could not be verified because during functional inspection the basket operated as intended. Therefore, the root cause for the reported event is "no problem detected." A device history record (DHR) review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, the basket failed to crush the stone. Additionally, the handle failed to open and release the stone. Another device was used to rescue the situation and the procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a23 captures the reportable event of the handle failed to open again to release the stone. Impact code f2301 captures the reportable event of another device was used to rescue the situation.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the basket failed to crush the stone. Additionally, the handle failed to open and release the stone. Another device was used to rescue the situation and the procedure was completed with a different device. There were no patient complications reported as a result of this event.